Event description:
It was reported that there was an alert due to high, out-of-range shock lead impedance measurements, measuring 127 ohms. Technical services provided troubleshooting options. The plan is to increase the shock lead impedance alert to 150 ohms. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.